Manufacturer narrative:
Exact date of event is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. It was reported that on an unknown date there was a proximal type I endoleak and a distal type I endoleak. The physician elected to implant an endurant aortic cuff with aptus endoanchors and endurant iliac limb. The event was resolved. Per the physician, the cause of the proximal type I endoleak and distal type I endoleak were due to disease progression with vessel dilatation. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.